Event description:
It was reported the patient experienced a shocking or jolting sensation while at a picnic. She was not near any electrical device and was sitting down at the time. She turned the device off after the incident. A few days later, she attempted to turn the device back on, but was unable to communicate between the device and the programmer. X-rays did not suggest the device had flipped. The device was unresponsive to telemetry attempts with the physician programmer, patient programmer, and the recharger. A 590 error code was reported in the hidden codes as well as a 380 on 0 and 591 on 5 and all others. Two physician mode recharges were done with the device showing a half full battery level along with the charging icon. An additional session was scheduled to perform three physician mode recharges; the pt was unable to go to the hcp office. No other symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.